Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that a patient's right ventricular lead showed signs of failure such as an increase in short interval counts and variable pacing threshold. Upon opening of pocket, physician visually noted an appeared break in conductor under the clavicle. Lead was explanted and replaced. Patient tolerated the procedure well with no complications. Patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces. Internal insulation abrasion was noted at 43.3 cm to 44.5 cm from the distal tip. The etfe coating was abraded at this/these location(s). This is consistent with the observation from the field of lead body tubing damage. Other damages on these pieces were consistent with procedural damages.